Event description:
Same case MDR ID: 2134265-2014-03274. Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion is located in the right coronary artery (rca). A non bsc guidewire was used to wire the rca. Predilatation was performed with a 2.0x10 non bsc balloon catheter inflated at 6 to 8 atmospheres (atms). A 2.5x24 promus premier¿ stent was selected but unable to cross the lesion. Several attempts made to cross the lesion but failed. The device was removed and it was noticed that the stent was deformed. A buddy wire technique was used with a guidezilla wire and a 2.25x24 promus premier¿ stent to cross the rca but failed. The stent was removed from the patient. The rca was predilated again with a 2.0x10 non bsc balloon catheter at 12 atms. Another buddy wire technique was used to cross the lesion and stented a 2.5x22 non-bsc stent at 12 atms. Post dilatation was performed with a 2.5x8 quantum apex¿ balloon catheter at 16 atms. Timi flow iii was observed with good results. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: there were no defects noted on the tip profile which could have possibly contributed to this complaint. A visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and appeared not to have been subjected to positive pressure the stent was stretched and misaligned. The stent was pulled over the distal markerband stretching towards the tip. This type damage is consistent with forces applied to the device while attempting to cross or withdraw from the lesion. There was no stent protector returned for analysis. There was no evidence that the haemostasis vase was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).